Manufacturer narrative:
The external visual inspection revealed the electrode was severed and damaged silastic overmold at both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was explanted.

Manufacturer narrative:
Due diligence attempts to obtain additional details from the clinic were unsuccessful. The external visual inspection revealed the electrode was severed and damaged silastic overmold at both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.